Event description:
Reference number (B)(4). Event occurred in the united states. On 02-jul-2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion at abdomen and thigh, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.